Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence, infection, and adhesions. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6 (patient codes, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced recurrence, infection, adhesions, scar tissue, suture granuloma, fluid collection, necrosis, erosion, inflammation, edema, fibrosis, obstruction, swelling, epigastric pain, fever, erythema, abscess, purulent drainage, fistula, serosal injuries, & attenuated fascia. Post-operative patient treatment included revision surgery, CT scan, hernia repair with mesh, lysis of adhesions, removal of mesh, hospitalization, incision & drainage of abscess, t-tube cannulation of small bowel fistula, exploratory lap, small bowel resection, & use of jp drains.